Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 01/21/2020. An investigation was conducted on 01/31/2020. A visual inspection was conducted. Signs of clinical use and blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw with detachment at the tip of the hot jaw and remaining attached at the base of the hot jaw. The silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that an end/tip piece of the silicon jaw had popped. Nothing fell off into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that an end/tip piece of the silicon jaw had popped. Nothing fell off into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.